Event description:
On (B)(6) 2025, the patient underwent a bronchoscopy due to medical history of recurrent pneumonia. A bronchial fluid specimen was obtained and tested positive for pseudomonas aeruginosa. The patient experienced no symptoms related to the positive culture, was treated conservatively and has recovered. The customer reported that this was a pseudo outbreak and not a true patient infection, as it is believed that pseudomonas from a previous patient procedure had remained in the scope despite reprocessing, therefore affecting the culture results obtained. Olympus provided the following result of the device culture test, performed at the third-party labs: sampling date: (B)(6) 2026, sampling from: insertion section, bacterial identification: micrococcus luteus. Sampling from: instrument/suction channel, bacterial identification: micrococcus luteus, bacterial identification: acinetobacter radioresistens, bacterial identification: sphingomonas psychrolutea.